Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirmed the customer's complaint. However, there was a cut on the insertion unit's bending section and severely frayed wires on the bending mesh caused by physical damage due to mishandling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since an insulation failure in bending section was confirmed, it is likely physical stress was applied to distal tip by inserting/withdrawing the insertion section into/from trocar in angulated position. Due to this stress, the charge-coupled device (ccd) cable probably touched the bending tube and caused the ccd cable breakage. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report no image was observed on the ltf-s190-5 endoeye flex deflectable videoscope. There was no report of health consequence to a patient.